Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during saphenous vein harvest for coronary artery bypass surgery the cautery would make a beeping sound when activated but no heat was active in the cutting jaws. A new kit was opened to complete the vein harvest. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle as well as on the jaws. Charred tissue was observed on the jaws. The heater wire was intact, no visual defects were observed. The device was evaluated for electrical/cautery function. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues for the device during testing. Based on the return condition of the device and the investigation results, the reported failure mode "failure to cut " was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during saphenous vein harvest for coronary artery bypass surgery the cautery would make a beeping sound when activated but no heat was active in the cutting jaws. A new kit was opened to complete the vein harvest. The hospital did not report any patient effects.